Event description:
Consumer complaint of high blood results. Customer's concern is that her truetrack meter is registering much higher than the nurses contours meter, customer states the truetrack registered 408mg/d and contour registered 278mg/dl. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 200-299mg/dl fasting. Verified the strips expire 10/18/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 406mg/dl fasting. Reviewed meter memory: 408mg/dl; (B)(6) 2015; 10:19:00 pm; fasting: yes, 487mg/dl;(B)(6) 2015; 09:06:00 pm; fasting: yes, 241mg/dl;(B)(6) 2015; 05:12:00 pm; fasting: yes, 309mg/dl; (B)(6) 2015; 05:30:00 am; fasting: yes, 300mg/dl; (B)(6) 2015; 12:46:00 am; fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned.